Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after 4 minutes and 45 seconds of activation in a chronic total occlusion lesion in a vessel, the core wire in the recanalization catheter advanced beyond the recanalization catheter tip via an alleged puncture hole in the outer catheter. There was no reported vessel damage from the core wire. It was further reported that during retraction of the recanalization catheter, there was some alleged retraction difficulty of the recanalization catheter through the support catheter. There was no reported patient injury. The lesion was deemed not passable and the case was concluded.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was returned. A complete core wire fracture was present 2.3mm from the distal tip. The catheter was examined under microscopic magnification and the outer catheter was punctured at the location of the fracture. The proximal end of the core wire at the location of the fracture was protruding from the outer catheter and extended 3.5mm past the distal tip. The distal end of the catheter was bunched in appearance. No other anomalies were noted along the length of the catheter. Performance/functional evaluation: functional testing could not be performed due to the poor sample condition (i.e. Fractured core wire). Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a core wire fracture, as a complete fracture in the core wire was found within the catheter. The investigation is confirmed for material puncture, as the core wire was puncturing through the outer catheter. The investigation is inconclusive for retraction problems, as functional testing could not be performed due to the core wire fracture. The reported retraction issues were likely caused by the core wire perforating the crosser catheter and getting caught on the distal end of the sheath during retraction. However, the root cause for the crosser catheter core wire break is unknown. Labeling review: the current IFU (instructions for use) states: warnings and precautions: when using the crosser in tortuous anatomy, the use of a support catheter is recommended to prevent kinking or prolapse of the crosser catheter tip. Kinking or prolapse of the tip could cause catheter breakage and/or malfunction. Interventional use: slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. Upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser 14p, 14s, or 18 catheter. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.